Event description:
It was reported by the customer that the metal plates were separating from the device's hard paddles. There was no pt use associated with the reported failure.

Manufacturer narrative:
Additional serial #: (B)(4), unk. Additional lot #: 24039. (B)(4). Physio-control evaluated the returned hard paddles and verified the reported failure. The following was observed: paddle serial #(B)(4), lot 24038 came in fully assembled; however, with a little force from the back was able to separate one side, although the rtv was still holding half of the assembly. Paddle serial # (B)(4), lot 24038 easily separates by inverting. No retention by mechanically force or adhesive. Two of the four corners have adhesive on the plastic section, while all the adhesive for the tabs and plate surface are on the metal section, very little rtv on the plastic for the tabs and none for the inner area. Found no evidence of rtv in two of the four corners on either the metal or plastic. Paddle serial # (B)(4), lot 24039 has very little retention. Inverting and a little movement was all it needed to fall out. The plastic portion shows little adhesive in the corners with one of the four corner showing all the adhesive, one with a partial, and two with no adhesive. Two of the tab areas show partial, while two with none. The metal plate has one corner with partial rtv, but all tabs and central area show most if not all the adhesive. Also the spring assembly was missing. Unk serial number, lot 24039 with normal force was unable to show any lack of retention of the adhesive. There was movement between the plastic and metal plate when the spring assembly was pushed on.